Event description:
It was reported that on (B)(6) 2008, a 90% stenosed target lesion in the 2nd obtuse marginal was directly stented with a 2.5 x 12 mm non-abbott study stent. A non target lesion in the mid left anterior descending coronary artery was treated with non-abbott stent. On (B)(6) 2008, the subject was discharged on aspirin and clopidogrel. On (B)(6) 2009, a non target vessel in the right posterior descending coronary artery was treated with an unspecified promus stent for heart failure. On (B)(6) 2012, the patient presented to the hospital with congestive heart failure and was hospitalized the same day. On (B)(6) 2012, the patient died from an unspecified cause. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us. The stent remains in the patient. The lot number was not provided. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of death is listed in the promus everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.